Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) terminus using a penumbra system red 72 reperfusion catheter (red72) and a neuron max 6f 088 long sheath (neuron max). It was reported that the patient¿s anatomy was tortuous. During the procedure, the physician completed one pass using the red72 and neuron max. While re-advancing the red72 through the rotating hemostasis valve (rhv) of the neuron max for a second pass, the physician fractured the mid-shaft of the red72. The physician then noticed that blood was leaking. Therefore, the red72 was removed. The procedure was completed using a new red72 and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red72 confirmed a fracture on its proximal shaft. Evaluation revealed yield marks proximal to the fractured location. This indicates that the red72 was likely kinked prior to fracturing. If the red72 is advanced through a rotating hemostasis valve (rhv) of a neuron max at an angle, damage such as a kink and subsequent fracture may occur. This damage may have contributed to the reported leak on the red72. Further evaluation of the device revealed a kink on the distal shaft. This damage was incidental to the complaint and the root cause of this could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.